Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing shelf pack label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 100 bd vacutainer® lithium heparinn 75 usp units blood collection tubes were missing their labels before use when removed from the carton. The following information was provided by the initial reporter: "when we open the carton and remove the product from the carton, we found complaint product (missing label)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd vacutainer® lithium heparinn 75 usp units blood collection tubes were missing their labels before use when removed from the carton. The following information was provided by the initial reporter: "when we open the carton and remove the product from the carton, we found complaint product (missing label)."